Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the shell identified nicks, gouges, and scratches to all areas of the device. Shell material is worn through the side from metal on metal wear due to the femoral head. Pieces of the shell lock ring are stuck in the groove of the shell and no other missing pieces were returned with device. Tm pad surface shows no bone ingrowth. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event.  Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a tha was then performed on (B)(6) 2014 with zb and competitor products. A revision occurred on (B)(6) 2021 for pain, swelling, and limited range of motion. Within the joint it was found the liner was fractured, as well as erosion of the metal shell which was supported through the pelvic bone, and an encapsulated tumor with black content. No loosening was found. The plate was in direct contact with the prosthesis, and was removed. The zb shell and liner were explanted and competitor product implanted. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. Additionally, a size 32mm i.d. Liner for use with a size 48mm o.d. Shell was used with a size 54mm o.d. Shell which contributed to the fracture/wear of the liner, however a definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00173 , 0001822565 - 2021 - 01784.

Event description:
It was reported the patient underwent a left hip procedure approximately seven years prior. Subsequently, the patient was revised at an unknown date due to pain, limited mobility, metallosis and implant wear. Attempts have been made and additional information on the reported event is unavailable at this time.